Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that the 511st valve tears easily, when using an optical instrument. There was no consequence to the pt. One of the devices being returned does not have the valve seal still in the device.